Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: an intermittent image defect, air/water cylinder had foreign objects, air/water tube had foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image problem black and white is due to an intermittent image defect. However, the most probable cause of the foreign object could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited image problem black and white, the issue occurred during reprocessing. There were no reports of patient involvement.